Event description:
It was reported that during a hemicolectomy procedure, it is alleged that the patient had a leak which was discovered two days after the procedure. The surgeon mentioned that the staple line was intact and that it may not have been as a result of the staple line but that he was still concerned as had been using a new device for the procedure. He mentioned that he added some sutures to reinforce the staple line just for security. The surgeon also mentioned that it had been a difficult case; the patient was very large and the specimen that had been removed was also quite big. He had difficulty closing the device over the tissue initially and he fired the device on the blue staple height setting. He resected the bowel using the device and did a side-to-side anastomosis. Additional information has been requested, but to date, no additional information has been received.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Additional information from sales rep: having spoken to (B)(6) about this case a second time there is some additional information that might be useful. The leak was found (B)(6) post-operatively (I had originally thought it was (B)(6) but I misheard). The surgeon operated on the patient again and "dismantled" the original anastomosis to perform an ileostomy. He used the gia on the same tissue for the second procedure and said that he also had difficulty closing the gia on the tissue. He had to ask his reg to hold it distally while he fired it. He found the firing with the gia to be satisfactory. He confirmed that the original staple line from the (B)(4) was still intact when he opened the patient for the second procedure. He also confirmed that he fired the (B)(4) originally on the blue setting.